Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. Pct noticed that the saline bag was completely full, appearing as though it could burst. The bio med replaced the flow pressure valve and serviced the machine. The user facility declined on-site eval of device by MFR.